Event description:
Meter name: one touch fasttake. Strip name: lifescan. Meter code: 19. Strip code: 19. Strip storage: unknown. Symptoms: anxious. A patient reported they were hospitalized. Their meter allegedly was inaccurately erratic. The result on their meter was 300 down to 30 in one hour (units not specified). The result from the hospital is unknown. The time difference between patient's meter and hospital was unknown. Patient did not receive any treatment. No further information has been reported.